Event description:
Leica biosystems received a complaint that a liquid level sensor(s) was not functioning correctly. The complainant did not indicate that the quality of tissue processing for any patient sample (s) had been adversely affected by the circumstances involved in this complaint.

Manufacturer narrative:
A leica field service engineer (fse) attended the laboratory on (B)(4) 2015 in order to investigate the circumstances involved in this complaint. The fse found that the liquid level sensors were very dirty; and required considerable effort to clean. The fse reported that the liquid level sensors functioned to specification after cleaning and that no patient sample (s) was adversely affect. Evaluation of the instrument logs by global technical support showed that multiple event/error codes associated with the function of the llss had been recorded in instrument logs for both retort a and b, but predominantly for retort a.